Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00729.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous, calcified, and narrowed. During the procedure, the physician placed a non-penumbra coil into the target vessel using the microcatheter. Next, while attempting to advance a smart coil within its introducer sheath, the smart coil only advance approximately two to three millimeters past its initial position before becoming stuck within its introducer sheath. Therefore, the smart coil was removed. Subsequently, while the physician attempted to advance a new smart coil within its introducer sheath, the same issue occurred. The smart coil only advance approximately two to three millimeters past its initial position before becoming stuck within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using four smart coils, two non-penumbra coils, the same microcatheter, and a n-butyl cyanoacrylate (nbca) injection. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the pusher assembly kink near the mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock and over the pusher assembly kink with resistance; subsequently, strong resistance was experienced, and the smart coil could not be advanced any further. Further evaluation revealed an additional pusher assembly kink. This damage was likely incidental to the reported complaint. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The smart coil was then advanced through its introducer sheath without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00729.